Event description:
It was reported that this patient with this pacemaker has been feeling unwell ever since this device was implanted. The patient had a competitor pacemaker prior. The patient has been experiencing symptoms of fatigue when exercising, shortness of breath with some palpitations. The patient reports struggling when walking uphill, feeling exhausted and complaining about throbbing sensation in the neck since implant. The device was reprogrammed post implant when the patient presented with these symptoms. A lead assessment was also performed and showed the competitor right atrial (ra) lead was not capturing, there was no ECG atrial activity seen on the echo. Several walk tests were performed showed improvement and heart rate increase to 72bpm. Again, the patient presented after these respiratory rate changes were made with no improvements. It was suspected that the patient is possibly experiencing pacemaker syndrome since the device was programmed to vvi however, the patient also has severe tricuspid regurgitation so it could be that the patient was suffering with pulmonary hypertension rather than anything to do with the device itself. No additional adverse patient effects were reported. This pacemaker remains in-service. The involved ra lead is a competitor lead.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with this pacemaker has been feeling unwell ever since this device was implanted. The patient had a competitor pacemaker prior. The patient has been experiencing symptoms of fatigue when exercising, shortness of breath with some palpitations. The patient reports struggling when walking uphill, feeling exhausted and complaining about throbbing sensation in the neck since implant. The device was reprogrammed post implant when the patient presented with these symptoms. A lead assessment was also performed and showed the competitor right atrial (ra) lead was not capturing, there was no ECG atrial activity seen on the echo. Several walk tests were performed showed improvement and heart rate increase to 72bpm. Again, the patient presented after these respiratory rate changes were made with no improvements. It was suspected that the patient is possibly experiencing pacemaker syndrome since the device was programmed to vvi however, the patient also has severe tricuspid regurgitation so it could be the patient was suffering with pulmonary hypertension rather than anything to do with the device itself. Boston scientific technical services reviewed the available data and recommended troubleshooting and programming options. No additional adverse patient effects were reported. This pacemaker remains in-service. The involved ra lead is a competitor lead.